Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) canada alleging that his onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began in (B)(6). He tested on the subject meter and observed a value in the ¿upper 8 and 9mmol/l.¿ the patient manages his diabetes with an unknown type/dose of insulin and is a self-adjuster. He denied taking any action regarding his usual diabetes management routine in response to the alleged issue. Approximately 1 hour after testing, he claimed he developed symptoms of ¿perspiration, weakness and shakiness¿ which he associated with low blood glucose. Despite his symptoms, he denied receiving any form of medical intervention. The patient reported that he was in the USA when the alleged issue occurred. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly received an alleged high reading on the subject device and later developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (05/26/2014). The patient¿s test strips have been returned on 5/14/2014 and evaluated by lifescan product analysis on 5/15/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.